Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.00/+1.5/096 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and elevated intraocular pressure (iop). The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Additional information: as per dfu for this lens model, vticls are contraindicated for patients under 21 years of age. (B)(4).